Event description:
It is reported that a customer was hospitalized (B)(6) 2014 for diabetic ketoacidosis with a high blood glucose level 581 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting the insulin pump and found that the pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.